Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a ¿leak¿ was confirmed. A leak was noted on the scope¿s elevator channel from the water flow intel. The elevator channel was also noted to be loose the glue on the forceps cover was peeling and the probe unit was loose. Fluid invasion was noted in the scope¿s control body and scope connector. The bending section glue was found cracked on the scope¿s insertion tube and cover. The scope¿s control know function was checked and play was noted. The physical damage to the scope is most likely due to mishandling. The instruction manual states ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during reprocessing a leak was noted on the scope. There was no patient involvement was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely some external force was added to the distal end and caused the peeling of the glue at the tip. This event can be detected by following the instructions for use which state: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.".